Event description:
Boston scientific cardiac rhythm management received information that the pacemaker lead safety switch (lss) had occurred for the ventricular lead. The lead impedance in bipolar was greater than 2500 ohms. The thresholds were still good. When in unipolar, the leads were causing noise. No adverse patient effects were stated. Three years later, the pacemaker was explanted for normal battery depletion. The physician elected to keep this lead with high impedances implanted, however programmed the new device to aair mode since the patient had intact conduction on their own.

Manufacturer narrative:
The lead remains implanted and connected to the new device. Should additional information become available, this event would be updated accordingly.